Event description:
Revision surgery due to instability.

Manufacturer narrative:
The agent reported, "custom implants requested due to recurrent instability." The previous surgery was approximately 3 months ago, and the date of the revision surgery has not yet been determined. Item number: 509-02-444, "item description: ar, small socket insert, 44mm neutral +4 eplus", lot#: 965w1053, part revision: d, product type: shoulder, manufacture date: 21-may-2024, expiration date: 14-may-2029. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. Root cause: the root cause of this complaint is the need for a revision surgery due to recurrent shoulder instability following reverse total shoulder arthroplasty. The patient had a history of periprosthetic joint infection treated with an antibiotic spacer and subsequent revision with a proximal humeral allograft. Despite closed reductions and prior implant upsizing, the patient experienced repeated postoperative dislocations. This led to the need for custom components, including a 48 mm +10 mm glenosphere and matching custom polyethylene liners, to improve joint stability. The revision surgery date has not yet been determined. There are multiple factors that may contribute to an event that are outside of the control of enovis surgical. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review: a review of the device history record(s) shows that the reported component(s) used in the previous surgery met design and manufacturing requirements at the time of release for use. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review.